Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a damaged display. The display reportedly was scratched and there was no indication as to whether or not the user was able to read the screen. There was reported adverse event associated with this complaint. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, no evidence of scratches on the display lens were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.